Event description:
Caller states that the patient tested 3.6 inr and 2.5 inr during duplicate testing. Coumadin was reduced based on the 3.6 inr result. No adverse event reported. Requested return of suspect device and replacement was sent.